Manufacturer narrative:
This report is filed, may 26, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2016 the patient underwent revision surgery, light cautery of the granulation tissue was performed and the abutment was exchanged. The implanted device remains.